Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were identified through the evaluation of heartmate ii lvas, serial number (B)(4), and a correlation to the reported event of device thrombosis could not conclusively be established through this evaluation. The pump was returned assembled with the driveline cut approximately 2¿ and 13¿ from the pump housing and the distal portion of the dl was returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow graft and outflow graft bend relief were also not returned. The outflow elbow was returned attached to the pump's outlet port. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) revealed no evidence of adhered or developed depositions or thrombus formations. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 years 9 months (the age is calculated from the date of implant to the event date). The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the pump was exchanged due to pump thrombosis.